Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that "2 of the 3 struts were caught by sutures despite checking closely before securing."

Manufacturer narrative:
Suture loop. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report was received. The device history record (DHR) review has been completed, and there was no nonconformance found related to this event. The device is unavailable for evaluation.